Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) year old female patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported she was admitted to the hospital on (B)(6) 2016 for peritonitis. During a follow-up call the peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital for peritonitis due to a breach in aseptic technique. The culture results were unknown. The patient was discharged on (B)(6) 2016 and the signs and symptoms of peritonitis resolved, and the patient continues continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.